Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient didn't have complete knowledge on how to charge and recharge which led to not being able to turn stimulation on and the battery being low. A manufacturer representative was able to assist the patient with the issue regarding not being able to turn stimulation on and the battery being low, and these issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had been shown how to charge at their post-operation appointment on (B)(6) 2017. There were no patient symptoms or complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has had trouble getting their programmer to turn their therapy on since they were implanted on (B)(6) 2017. The patient reported that they tried turning it on today and they were seeing the ¿low ins battery¿ screen. The patient was advised to follow-up with their healthcare provider (hcp). The patient stated that they did not know when their follow-up appoint was and it was suggested that the patient contact their hcp before they recharge their ins. There were no symptoms reported. A message was sent out to the patient¿s rep to let them know that the patient¿s battery level was showing that it was too low for them to turn their stimulation on. No further complications were reported/anticipated.